Manufacturer narrative:
Device not received for evaluation, device operated according to specifications. Actual device not returned hence no device evaluation performed. No conclusion can be drawn. Review of lot records/work orders, prior reports. No issues were noted. Per endologix clinical affairs representative the thrombolytic event was not device related, it was due to patient coagulation issues. Therefore, treated medically by the physician. Patient is now on long-term anti-thrombolytics.

Manufacturer narrative:
Claudication is a known risk the procedure. Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Patient received an implant on (B)(6) 2011 of a bifurcated device and a 28mm aortic extension model. On (B)(6) 2012, the patient presented in the emergency room with severe right buttock claudication, an angiographic image revealed clotting in the bifurcated device main body and limbs. The physician began thrombolytic therapy to break up the thrombus. An angiographic image following treatment reveled the clot was reduced; however thrombus was still present in the bifurcated device main body and right limb. On (B)(6) 2012, the physician elected to place an aortic extension to cover the thrombus and ballooned the main body of the bifurcated device. The physician also placed an atrium icast balloon expandable covered stent graft in the right limb of the bifurcated device to reestablish atrial flow. The procedure was completed without further complications and the physician placed the patient on long term anticoagulation medication.

Manufacturer narrative:
(B)(4).